Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal replacement procedure of this device the left ventricular (lv) lead was removed with no issues, but part of the lv lead remained in the header and could not be re connected to a new device. The lv lead was surgically abandoned and a new lv lead implant is intended. No adverse patient effects were reported.